Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a 30 cm (12") add-on set w/4 check valves, vented cap where the customer reported defective 4-way chemotherapy trees break. After the initial connection, upon disconnection, the tip breaks at the thread. There was unknown patient involvement; harm was not reported as a consequence of this event.